Event description:
Related manufacturer reference number: 2017865-2024-00333 it was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead and the right atrial lead exhibited noise over-sensing. The noise was reproducible. No intervention was performed. The patient was in stable condition and would be further monitored.